Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician was positioning the was in the laa when it was noted there was a small hypermobile thrombus that was present on the pigtail catheter. Another 2000 units of heparin were administered to the patient to help treat the thrombus. In addition both the pigtail catheter and was were used to aspirate the thrombus. After feeling that the aspiration was sufficient the procedure was continued with the was being positioned successfully in the laa of the patient. The physician inserted the wds into the was, but prior to snapping the devices together another new larger hypermobile thrombus was noted in the anterior and superior lobe of the laa. The decision was made to continue with the procedure and deploy the closure device. All the release criteria was met and the closure device was successfully implanted in the laa of the patient. There were no other complications that occurred and no other intervention or treatment was performed. The patient has since been discharged from the hospital doing fine.